Manufacturer narrative:
Correction: describe event or problem. Additional information: manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was the optimized heparin infusion workflow was due to programming with the incorrect dose. Customer to provide education to nursing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when discussing heparin infusion workflows, the customer relayed safety concerns regarding subsequent bag programming with the incorrect rate/dose. The customer indicated: since the implementation of IV interop, we have received several reports of infusion-related incidents involving heparin continuous infusion, specifically related to the "new bag" mar action. At our institution, heparin continuous infusion follows a titration protocol. The initial ordered dose is 15 units/kg/hr, with a maximum cap of 1500 units/hr in epic when entered by the prescriber. Titrations are performed at the pump, and dose/rate adjustments are reflected in the mar through infusion verify in epic. When a "new bag" mar action is required, typically around 24 hours after the initial bag is started, the nurse scans and sends the new bag details from the same order in the emr to the pump module where the old bag is still infusing. By default, epic pulls the initial dose of 15 units/kg/hr for the new bag, rather than the most recent titrated dose. In the reported incidents, the nurse did not notice the discrepancy between the new bag details and the most recent dose/rate, and inadvertently continued the infusion at the initial rate. No patient harm has occurred in any of these cases, and most were identified and corrected in a timely manner before any adverse effects could result." There was patient involvement and no harm. The customer has made the following product enhancement requests: 1) allow dose calculation be set in alaris to round to 1 decimal place only instead of 4 decimals of precision to prevent the extremely minor recalculation of the dose that is currently triggering the pump alert when nurses titrate by rate (ml/hr). 2) allow interoperability be set to function as unidirectional (instead of bidirectional) at a drug level so that for heparin it only allows for one way flow of information from pump to emr.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, c, d code and manufacturer narrative. Root cause: the probable cause of the reported issue was the optimized heparin infusion workflow was due to programming with the incorrect dose. Customer to provide education to nursing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when discussing heparin infusion workflows, the customer relayed safety concerns regarding subsequent bag programming with the incorrect rate/dose. The customer indicated: since the implementation of IV interop, we have received several reports of infusion-related incidents involving heparin continuous infusion, specifically related to the "new bag" mar action. At our institution, heparin continuous infusion follows a titration protocol. The initial ordered dose is 15 units/kg/hr, with a maximum cap of 1500 units/hr in epic when entered by the prescriber. Titrations are performed at the pump, and dose/rate adjustments are reflected in the mar through infusion verify in epic. When a "new bag" mar action is required, typically around 24 hours after the initial bag is started, the nurse scans and sends the new bag details from the same order in the emr to the pump module where the old bag is still infusing. By default, epic pulls the initial dose of 15 units/kg/hr for the new bag, rather than the most recent titrated dose. In the reported incidents, the nurse did not notice the discrepancy between the new bag details and the most recent dose/rate, and inadvertently continued the infusion at the initial rate. No patient harm has occurred in any of these cases, and most were identified and corrected in a timely manner before any adverse effects could result." There was patient involvement and no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when discussing heparin infusion workflows, the customer relayed safety concerns regarding subsequent bag programming with the incorrect rate/dose. The customer indicated: since the implementation of IV interop, we have received several reports of infusion-related incidents involving heparin continuous infusion, specifically related to the "new bag" mar action. At our institution, heparin continuous infusion follows a titration protocol. The initial ordered dose is 15 units/kg/hr, with a maximum cap of 1500 units/hr in epic when entered by the prescriber. Titrations are performed at the pump, and dose/rate adjustments are reflected in the mar through infusion verify in epic. When a "new bag" mar action is required, typically around 24 hours after the initial bag is started, the nurse scans and sends the new bag details from the same order in the emr to the pump module where the old bag is still infusing. By default, epic pulls the initial dose of 15 units/kg/hr for the new bag, rather than the most recent titrated dose. In the reported incidents, the nurse did not notice the discrepancy between the new bag details and the most recent dose/rate, and inadvertently continued the infusion at the initial rate. No patient harm has occurred in any of these cases, and most were identified and corrected in a timely manner before any adverse effects could result.". There was patient involvement and no harm.